Manufacturer narrative:
(B)(4). Concomitant medical product: arcos 22x150mm spl tpr dist, pn 11-300822 ln 342790. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05518. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient experienced trochanteric bursitis approximately three years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - biomet arcos modular revision system straight tapered splined distal stem 22mm x 150mm w/ locking screw catalog #: 11-300822 lot #: 342790, zimmer continuum trabecular metal cup 56mm catalog #: ni lot #: ni, zimmer longevity neutral liner catalog #: ni lot #: ni, biomet biolox-delta ceramic head type 16/18 taper with type I option taper adapter 40mm catalog #: 650-1058 lot #: ni, biomet ceramic option type 1 tapered sleeve catalog #: 650-1067 lot #: ni. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.